Manufacturer narrative:
(B)(4): there was no damage to the keypad. The up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be faded.

Event description:
The reporter stated that the up arrow, down arrow and ok keypad buttons required hard presses in order to get a response. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.